Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The permanent cautery hook (pch) instrument was analyzed and found to have a broken distal clevis on both sides of the ears of the clevis. The broken pieces were not returned with the instrument. Clevis does not show abrasions or scratches on the outer surface. Components adjacent to the broken clevis do not show damage. The complaint regarding tip of the instrument is broken was confirmed by failure analysis. The probable root cause is attributed to damage during use, which may result from applying excess force on the instrument tip during handling, insertion, usage (overloading), or removal.

Event description:
It was reported that after a da vinci-assisted surgical procedure, the permanent cautery hook (pch) instrument tip is broke, unable to use. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument tip was found broken upon opening and could not be used; no fragments fell into the patient, no injury occurred, and the device has been returned to isi for evaluation.